Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of klebsiella pneumoniae, 18 cfus of bacillus and 120 cfus staphylococcus. The device was retested on march 11, 2025, and it tested positive for 12 cfus of enterococcus faecium and 40 cfus of enterococcus casseliflavus. The device was tested again on march 31, 2025, and tested positive for more than 70 cfus of staphylococcus, 7 cfus of enterococcus and 3 cfus of bacillus. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of klebsiella pneumoniae, 18 cfus of bacillus and 120 cfus staphylococcus. The device was retested on (B)(6) 2025, and it tested positive for 12 cfus of enterococcus faecium and 40 cfus of enterococcus casseliflavus. The device was tested again on (B)(6) 2025, and tested positive for more than 70 cfus of staphylococcus, 7 cfus of enterococcus and 3 cfus of bacillus. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Olympus hmi results 1st sampling: non-conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: cellulosimicrobium sp; lysinibacillus sp; bacillus cereus. Olympus hmi results 2nd sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: cytobacillus oceanisediminis; paenibacillus sp. The device was evaluated no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.